Manufacturer narrative:
Due to lack of information provided by the reporter, we were unable to obtain patient information, treating physician information, device information or investigate possibility of device malfunction. Infections are a known rare side effect of the treatment.

Event description:
Patient called information line and said she developed infection (unknown if in one underarm or both) and scars (5 red spots) in both underarms after treatment. She reported that her doctor prescribed medication for the infection. When asked for more information (e.g. Location where she was treated), she hung up.